Event description:
The customer called to report a motor error alarm. The customer stated that she left the insulin pump in the dressing room while she had an MRI done. When she returned, the insulin pump was alarming. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.